Event description:
A report was received that alleged that when removing the device from use, a portion of the cannula was broken off and remained under the user's guide. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.